Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose level (bg), specific bg was not provided and cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer continued to use the pump for insulin therapy.